Event description:
It was reported that the blade was found faulty and it had very dim led and poor image. No harm to patient, user or third parties reported. Cross reference MDR: 9610617-2024-00420, 9610617-2024-00421.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: all the c-mac blades are defective due to washed out adhesive spots on the lenses. All blades have been used intensively and are worn out. Furthermore, there are corrective and preventive actions ongoing (capa24-0027) to address this situation. The event is filed under internal karl storz complaint ID: (B)(4).